Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during unspecified procedure, the camera head had image distortion. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that a cable failure caused a communication failure, which resulted in image defects. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during unspecified procedure, the camera head had image distortion. There were no reports of patient harm. Additional information was provided by the customer: the issue was identified before a therapeutic procedure. The procedure was completed using another device.